Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept receiving battery out limit alarms. The customer's blood glucose level was 152 mg/dl. The alarm occurred during normal use. Troubleshooting was performed. They were advised they will be sent a replacement battery cap. They were advised to monitor the insulin pump and call back if issue recurs. The device will not be returned for analysis.